Event description:
It was reported that the patient was presented in clinic for an implant procedure. During the procedure, when the right ventricular lead was implanted, it exhibited low pacing impedance, possibly due to the physician tying the suture too tight without a suture sleeve, ripping through the lead. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.